Event description:
Additional information was received indicating the device was not programmed into MRI settings prior to the patient undergoing the MRI.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was observed to be in back up mode following an MRI. It unknown at this time if the device had been programmed into MRI mode prior to the patient undergoing an MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.